Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 and (B)(6) 2024, it was reported that the infusion set fell off during use for 12 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available